Manufacturer narrative:
Concomitant medical products: dtmc1qq crt-d, implanted: (B)(6) 2019; 5076-52 lead, (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was near syncope due to having superior vena cava (svc) syndrome. All three leads were removed and replaced. No further patient complications have been reported as a result of this event.